Event description:
A technician reported that a patient presented with pain in the right eye after working on their computer approximately five days post photo refractive keratectomy (prk). The patient was noted have dry eyes and the epithelium was opened slightly. A bandage contact lens was applied to the eye and the patient is expected to return for follow up at a later date. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A review of the log-file could not be done because log-file is not available. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).